Event description:
It was reported that a patient underwent a laparoscopic vaginal hysterectomy with anterior pelvic floor repair and an obturator sling procedure in 2009. During the procedure, the surgeon forgot to remove the sheath on the right hand side and did remove it on the left. The surgeon could not retrieve the sheath after enlarging the right groin incision and tried to remove it through the suburethral incision but ended up pulling the right side of the tape out but not the sheath. The surgeon then trimmed the tape and sutured it out laterally on the right.

Manufacturer narrative:
Date sent to the FDA: 09/29/2009. Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.